Event description:
It was reported that during device upgrade, insulation damage was observed on the lead. No electrical anomalies were noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 14.5 cm was returned for analysis. The portion of the lead that was returned was normal. Without the return of the entire lead a complete analysis could not be performed.